Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter: company rep.

Event description:
It was reported that during a follow up the device did not display realtime egm's on both channels. Reprogramming did not solve the issue and there was no resolution at the time. The device remained implanted.